Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, tamponade from a lead perforation occurred. It was noted that there was placement difficulty of both leads. The leads were removed and not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.